Manufacturer narrative:
Na.

Event description:
Information was received that this left ventricular lead was turned off due to muscle stimulation. No adverse patient effects were reported. The patient was experiencing muscle stimulation, so the physician opted to program the lv lead off. Subsequent information was received that this lv lea exhibited loss of capture (loc). The patient underwent a revision procedure where this lead was surgically abandoned. No adverse patient effects were reported.